Event description:
From the reporting caregiver: port was accessed with bd powerloc max port access kit. Upon flushing the line, it started leaking where the port end connects to the clave. I applied a different clave to see if the clave was the issue and the leaking continued. The port was de-accessed. The patient was re-accessed with a different port with no further complications.